Event description:
Additional information was received from the patient (pt). The pt reported that since 2011 when the paddle was installed they have never had as good of coverage as trial or with competitor's lead. Pt found out in 2019 from another hcp that the lead was not midline like it should have been. The pt reported their hcp said they could remove it, but could not guarantee it would be successful due to how long it has been implanted and the nerves would be grown around it. Pt reported that due to the risk, they have decided not to move forward with paddle replacement. Had they known about the issue sooner after implant, they would have had it replaced, but does not want any additional complications at this point. Response indicates that the issue has not been resolved. Weight was received. Pt reported the device disposition as unknown, but responses indicate that since the pt had not decided to replace the lead, the lead is still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt states trouble programming from beginning since paddle lead placed in 2011. Pt states always had trouble getting to right side until moved and hcp said paddle lead is off midline and that is why not adjusted right. Pt states had 5-6 people adjust and still cannot get in the right location. Pt states when did 2nd ins and had a new tablet and lost all records pt reports. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3998. Lot#: v246530. Product type: lead. Other relevant device(s) are: product ID: 3998. Serial/lot #: (B)(4). Ubd: 23-apr-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.